Event description:
It was reported that the patient received a patient notification for out of range lead impedance. Possible loose connection. Lead to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.